Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 23.5 cm distal to the df-1 connector the insulation was found abraded though. At his location the conductor cable leading to the rv shock coil was found broken and exposed. This damage is assumed to be the root cause for the observed our of range rv shock impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed rv shock coil and the 16.5 cm distal to the df-1 connector pin radial squeezed lead body most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 47 months shock impedance values less than 25 ohm were reported. A insulation damage of the lead was noticed. The lead was explanted and replaced.